Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the cervical ipg site. As such, surgical intervention took place on (B)(6) 2026 wherein the ipg was relocated to a new site to address the issue.